Event description:
Patient reported they were seen by their dentist that found a separation occurring between two upper central incisors. After the completion of the orthodontic treatment the space was not there and now the teeth are separating. Radiographs were taken that show severe root resorption on the right central #8. A moderate root resorption on #7 and 10. Dentist advised patient to stop treatment, any forced tooth movement may cause further bone loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.